Manufacturer narrative:
Manufacturer's report date 4/20/1998. The pump was returned and visual and functional testing was performed. The pump's error and event logs were downloaded, however, all the log entries for the date of the incident had been over written in the logs by more recent entries. There were no malfunctions found in the logs. Rate accuracy was performed and the pump was found to meet all manufacturer's specifications. Unable to duplicate the reported overinfusion.

Event description:
It was reported that an overinfusion of potassium occurred. Pt went into cardiac arrest & was resuscitated.